Manufacturer narrative:
(B)(4). Product not returned for evaluation. Most likely underlying root cause: user had an inaccurate reference. Manufacturer acknowledges lateness of the report, which is being addressed per internal corrective action. This report should have been identified as reportable within 30 days of the identification (6/06/2015).

Event description:
Customer complains of high results. Customer states that she feels well and requires no medical attention. Verified the strips expire 3/28/2018. Customer confirms the strips were first opened (B)(6) 2015. Customer performed a back to back blood test and obtained 98mg/dl and 239mg/dl not fasting. Reviewed meter memory: 239mg/dl, (B)(6) 2015, 09:35:00 am, fasting:yes; 169mg/dl, (B)(6) 2015, 05:05:00 pm, fasting:no; 128mg/dl, (B)(6) 2015, 05:04:00 pm,fasting:no; 98 mg/dl, (B)(6) 2015, 04:29:00 pm, fasting:no; 155mg/dl, (B)(6) 2015, 04:29:00 pm, fasting:no. Customer also added her blood pressure has been going up quite high. Customer confirmed she was unsure if her high blood pressure was the reason she was feeling this way. She said she called her dr. But they could not see until (B)(6). I asked her to call her physician again and to tell them what is happening. Customer does not have normal blood results since her blood goes up and down all day.